Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 694765 implantable tachy lead - (B)(6); 1258t competitor implantable pacing lead - (B)(6).

Event description:
It was reported that the device was suspected of early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis was performed on the device and confirmed the low battery voltage. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with nominal current drain levels and functionality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.